Manufacturer narrative:
E1: patient city: (B)(6). Patient country: korea, republic of. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in korea, republic of. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The leakage was at the body of device. The blood glucose level was 248 mg/dl and the patient was treated with insulin. No further information available.